Event description:
The reporter stated that the device didn't run. There was no pt injury or treatment associated with this event. During eval it was discovered that the alarm sounded bad.

Manufacturer narrative:
Manufacturer completed the entire form. Device eval: the suspect device was returned and evaluated. The device didn't run because of a check clutch error due to a damaged clutch spring. During eval, the audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.